Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, there were recoverable faults while adjusting the drape on arm 3. The fault returned as soon as it was recovered. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and found error codes 32100 and 32096 on proximal set up joint (suj) 3. The patient was on the table and under anesthesia with ports placed at the time of the issue. Troubleshooting with the tse was conducted and despite the efforts, the faults continued to return. The tse noted that arm 3 could be disabled, however, the staff stated they need all 4 arms to complete the case. The procedure was converted to another system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a second patient side cart (psc). There was no surgical delay, no patient injury or harm, and there were no post operative complications. No video recordings were available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the set up joint (suj) was confirmed to be below the threshold of the procedures. Field service engineer (fse) was continuing with suj workflow. The proximal set up joint (suj) inner was replaced to resolve the issue. The system was tested and verified for use. A return material authorization (RMA) was issued to the customer and that the set up joint (suj) unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the procedure log was performed and the following was confirmed: a cardiac procedure was performed on (B)(6) 2022 via system (B)(4). No image or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the patient side cart (psc) having a recoverable fault error. Complaint investigation confirmed that the field service engineer (fse) replaced the set up joint (suj) to resolve the arm resistance issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) inner unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The error was verified via remote fe, and it was replicated at start up. The set up joint (suj) unit was placed on an in-house system and upon installing the unit failed to home itself in normal mode. Next, the unit was installed on the patient side cart (psc) fixture test platform (pftp) and it failed to release the vertical brake. The brake would not release with power applied to just the brake. When checking connections, it was observed that the black wire from the vertical brake was not attached to the connector.

Event description:
Refer to h10/h11 for follow-up information.